Manufacturer narrative:
Evaluation summary: the returned oxygen sensor was visually inspected and no anomalies were found. During the functional test, the fio2 supply measured was different from the fio2 setting. The investigation concluded that the oxygen sensor was defective. The unit will be returned after replacing the oxygen sensor.

Event description:
During investigating the returned ventilator with the reported issue with failed oxygen analyzer, it was newly found that the oxygen sensor was faulty.